Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and shock therapies for atrial arrhythmia. The patient was told that this device misfired 25 times. Additional information obtained from the field representative indicates that no device reprogramming was performed. This device still remains in service. No adverse patient effects were reported.